Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The small grasping retractor instrument was analyzed and found to have a loose clamping pulley screw on the pitch axis. The loose clamping pulley screw resulted in loss of tension of the correlating pitch cable, which is likely reported by the customer. The loosening of the pitch cable also resulted in its derailing from its normal way at the input shaft in the housing. A visual inspection of the backend found no evidence of a damaged clamping pulley, input disk, or input shaft. Additional observation related to the customer reported complaint: the reported event with the instrument could not be replicated nor confirmed. The in-house system screen shows zero (0) remaining uses. During the logs review zero (0) remaining uses were observed. The remaining uses were not found to be more then zero (0). Common causes of the failure mode loose clamping pulley screw are attributed to the component failure.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.